Manufacturer narrative:
Additional narrative: reporter is a synthes employee. A review of the receiving inspection (ri) for exp 5.5 core instr 2 outer was conducted identifying that lot number gc0013c19 was released in one batch. Batch1: released on may 03, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that exp 5.5 core instr 2 outer was missing one handle (component # (B)(4)). Additionally the "axel hub" component (# (B)(4)) was broken. The broken axel hub component would allow the handle the come apart from the device. No other defects or damage were noted. A dimensional inspection was not performed due to post manufacturing damage to the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the exp 5.5 core instr 2 outer would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: current and manufactured revisions of drawings were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, it was observed that the exp 5.5 core instr 2 outer was missing a component. There was no known patient or hospital involvement. Upon manufacturer investigation, it was determined that the device was broken. This report is for an expedium 5.5 core instrument 2 outer. This is report 1 of 1 for (B)(4).